Event description:
Event description boston scientific crm received information that during a revision procedure, this intended right ventricular lead replacement was attempted and removed due to high impedances, high thresholds, insulation issues and placement difficulty. No adverse patient effects were reported.